Manufacturer narrative:
The lot was manufactured from november 19, 2020 - november 20, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye showed no evidence of leak from the distal luer. The blue winged luer cap was observed to be securely connected to the distal luer. The bag that contained the device was observed to be dry. The interior and exterior surfaces of the device were observed to be dry. There was no evidence of leak. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had leakage from the distal luer after filling at the hospital. The blue winged cap was observed to be securely tightened without evidence of wetness or leakage. After storage of one (1) hour, the total volume had reduced from 150g to 139.2g. There was no patient involvement. No additional information is available.